Manufacturer narrative:
D10: 350-12-04 - tibial plate fb sz 4 rt: (B)(6). 350-22-63 - tibial insert fb sz 3 rt 12mm: (B)(6). 350-02-03 - talar implant sz 3 rt: (B)(6). The reported event was unable to be confirmed due to limited information received from the customer. No device was returned for evaluation; further, photographs and/or radiograph images were not provided for review. Operative notes and/or medical records were not provided for review of usage/technique. A definitive root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
It was reported that the patient underwent an initial total ankle replacement on the right side. Subsequently, the patient experienced forefoot numbness and tingling. The patient mentioned tingling in the right 3 IV nerve distribution and proximal ankle pain. The surgeon removed 3 screws from the syndesmosis and removed residual nerve in 3-4 interspace. The device remains implanted. The outcome is considered resolved. No further information available.